Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a decline in performance, which was subsequently attributed to a severely kinked and bent electrode array. The device was explanted on (B)(6) 2026 and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.